Manufacturer narrative:
(B)(4). The product associated with this report was returned; however, the device analysis results are pending at this time. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a "port/port tubing explant due to leak."